Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for eval. A f/u report will be sent within 30 days or upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain addl info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Incident as reported: lap chole - "as surgeon was occluding cystic duct, the second clip fired did not fully close despite surgeon fully engaging the clip applier handle. The clip had to be removed from the pt."